Event description:
The pt reported that while changing the insulin cartridge, the piston rod would not extend and the infusion device made a strange noise and e10 (cartridge) error was displayed. The pt changed the battery and resolved the issue. She stated the infusion device does not properly alarm a2 (battery low). No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.